Event description:
A patient underwent aortic valve replacement with this 21mm sjm trifecta valve. On (B)(6) 2014, the patient presented with endocarditis and was hospitalized. During the hospital stay the valve was explanted on an unknown date and the event was resolved.

Manufacturer narrative:
(B)(4)

Event description:
According to new information received by sjm, the subject was admitted to the hospital on (B)(6) 2014 for a stroke secondary to an embolism. Of note, this event presented 2 days prior to the diagnosis of endocarditis which was reported on the original MDR. Tests confirmed multiple posterior infarcts in addition to a small splenic infarct. The patient was discharged home on (B)(6) 2014. No additional details are available.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.